Event description:
The device was noted to be replaced prior to when the high impedance was measured. After follow up, it was discovered that the explanted device was interrogated in which high impedance was seen (this is expected). Given this information the high impedance is due to no malfunction of the device, but rather the device being interrogated while not implanted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a programming history database periodic review, it was seen that patient's device showed high impedance. It was noted the device was already disabled upon this interrogation and was not programmed back on. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.